Event description:
Dr implanted seven arrows in 2005. Pt later felt pain. Seven months later, dr removed two arrows that were found to be floating on the joint. Also found diagphram pc of competitors cannula.